Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. Another attempt was made, but the backflow was not observed, either. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage. The blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.